Event description:
Same case as: 3005188751-2012-00137, 3005188751-2012-00138, and 3005188751-2012-00139. It was reported that during an atrial fibrillation ablation procedure, a pericardial effusion occurred. The physician performed transseptal puncture with a brk needle, accessed the left atria with an 8.5f agilis nxt, and advanced a 7f reflexion spiral and 7f therapy cool flex catheter into the heart. Once ablation of the pulmonary veins was complete, the pt became hypotensive. A transesophageal echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
One therapy cool flex 7f catheter was received for eval. Visual inspection revealed no anomalies. Functional testing revealed the catheter created a curve, and the curve matched the required template. The catheter passed steering force, continuity, EKG noise level, pressure drop, and flow rate testing. A microscopic examination of the catheter tip revealed no anomalies. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. In conclusion, the catheter passed all functional testing. The most probable root cause of the reported pericardial effusion is associated with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.